Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8 , g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11 a getinge field service engineer (fse) evaluated the unit and found fiber optic port was noticeably loose and the signal can be lost when connector is moved. No physical damage noted in the fiber optic port. The fse replaced fiber optic jumper cable (0012001808) and the fiber optic sensor ext cable ((B)(6)) to resolve reported issue. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) has a damaged fiber optic cable port. There was no patient involvement.